Manufacturer narrative:
Device evaluated by manufacturer: received one .038" guidewire and one .018" guidewire for analysis. Residue was present on both components indicating use/handling. An examination of the .038" guidewire found no issues. The core wire of the .018" guidewire was bent and had been broken at approximately 43 mm distal to the transition. The fracture was at the beginning of the flattened section of the core wire. The distal portion of the core wire including the ball weld was not returned. The coil wire was stretched and unraveled. The distal end of the coil wire presented partial ball weld indicating proper adherence to the weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A .038 accustick ii was used in conjunction with an unspecified renal drainage catheter for kidney drain insertion. During the procedure, upon removal of the device, the guidewire from the accustick became frayed and a portion of the guidewire came off and was left in the kidney. An attempt was made to remove the portion of the guidewire but failed. No further patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A .038 accustick ii was used in conjunction with an unspecified renal drainage catheter for kidney drain insertion. During the procedure, upon removal of the device, the guidewire from the accustick became frayed and a portion of the guidewire came off and was left in the kidney. An attempt was made to remove the portion of the guidewire but failed. No further patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guide wire fracture occurred. A .038 accustick ii was used in conjunction with an unspecified renal drainage catheter for kidney drain insertion. During the procedure, upon removal of the device, the guidewire from the accustick became "fraided" and a portion of the guidewire came off and was left in the kidney. An attempt was made to remove the portion of the guidewire but failed. No further patient complications were reported and patient's condition was stable.